Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap band removal - "while using grasper one of the pads fell off. We retrieved pad and removed from patient and sterile filed". Patient status - "unknown".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the latis pad was detached from the jaws and that the shaft was bent. Upon further inspection, the remaining material on the jaw was even across the surface, indicating the adhesive was applied uniformly during manufacturing. The exact cause of the pad detachment is unknown; however, it may have been due to excessive force during surgical use. Applied medical actively monitors its vigilance system for trends and will take appropriate actions in order to continue providing our customers the highest quality products. Additional information was requested and was not provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.